Event description:
It was reported that the flosteady pump was not acknowledging that it was on high pressure and kept running on high pressure inside the pt. Allegedly, the pump was taken out of the pt and replaced with another.

Manufacturer narrative:
Additional info will be provided once investigation is completed.